Event description:
It was reported the device displayed a failing volumetric test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. Could not duplicate customer stated problem. The pump would not turn on. The main board was replaced for the power on problem then accuracy was tested during the pm process. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.